Event description:
Information was received indicating that the medfusion 4000 pump displayed device alarms and failures. Such as system failure-biomed code, several alarms for check syringe plunger sensor.system failure- acu watchdog failure. System failure- primary audible alarm background and test.system advisory- base task debilitated. There were no adverse events reported.